Manufacturer narrative:
The anti-hbc ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the anti-hbc g2 elecsys e2g 300 assay was performing within specifications. A review of calibration and quality control data confirmed all results were within expected ranges, and no abnormalities were observed in the alarm trace. The investigation was limited due to the unavailability of the patient sample material and insufficient information regarding the patient's history and serological profile. The two positive anti-hbc samples were sent to an external laboratory, which identified a vaccine profile. A definitive root cause for the reported event could not be determined based on the available information. The case was closed, and the customer was advised to open a new case if the issue recurs or additional information becomes available.

Event description:
The initial reporter alleged a possible false positive result for anti-hbc g2 elecsys e2g 300 on the cobas e 801 module. The customer reported results for a patient known to be anti-hbc negative. Initial results included values of 2.18 coi, 2.07 coi, and 2.19 coi. Two additional samples from the same patient were tested on (B)(6) 2024, yielding results of 0.283 coi (positive) and 0.278 coi (positive), respectively. Anti-hbs levels were consistently greater than 1000 on all samples, and hbsag was negative. The two positive anti-hbc samples were sent to (B)(6) hospital, which identified a vaccine profile with architect results of 0.28 coi (cut-off at 2) and anti-hbc igm of 2.16 coi.